Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 559mg/dl, customer treated with insulin pump and blood glucose level went down to 447 mg/dl, then the pump stopped working and used manual injection to treat the high blood glucose. Customer declined high blood glucose troubleshooting. Customer also mentioned issues with unexpected restart alarm (a21) and keypad issues. Troubleshooting was performed on both unexpected restart alarm (a21) and keypad anomaly. Advised customer to discontinue use of pump and revert to back-up plan per healthcare professional instructions. Advised customer that the insulin pump will be replaced. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked battery tube threads and broken off reservoir tube lip.